Manufacturer narrative:
H6: investigation summary : bd no samples were received, but 3 photos from the customer were received in support of this complaint. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: I am the medical assistant we ran into a malfunction with the na citrate vacutainer blue buff tube, 2.7ml. The tubes are over filling. This over fill will cause an inaccurate reading for the lab and poses a concern as our patients are also at blood draw volume limits.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: I am the medical assistant we ran into a malfunction with the na citrate vacutainer blue buff tube, 2.7ml. The tubes are over filling. This over fill will cause an inaccurate reading for the lab and poses a concern as our patients are also at blood draw volume limits.